Event description:
Ous MDR - after an implantation time of about 32 months, an increase in the pacing threshold and impedance was reported. Apparently, an insulation defect was observed. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.